Event description:
During an in clinic follow up, it was noted the device was unable to be interrogated using inductive telemetry. A device exchange is anticipated but has not yet been performed. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The reported event of failure to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found at normal levels. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information was received indicating premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The reported event of failure to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.